Manufacturer narrative:
Based on the information provided for this investigation, steep ks, a small white-to-white, and the presence of bubbles and floaters during the captures likely attributed to the reported event. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported the recommended lens power during intraoperative abberometry was two and a half diopters different the planned lens power. Additional information requested.